Event description:
It was reported that sloughing developed immediately after placement of aquasil b4. As a result, the doctor administered azithromycin. Several days later, the patient reported pain and bleeding, though the doctor noted that the area was not bleeding and appeared to be healing well. Approximately two weeks following the event, the doctor reported that the area was about 50% healed and that the patient was not experiencing throbbing any longer; a topical steroid was administered.

Manufacturer narrative:
It is likely that the contact of the b4 caused localized irritation and did not require pharmacologic intervention to help remedy the situation. Still, while there is no indication that the b4 used in this event malfunctioned, the patient was placed on antibiotics and a topical steroid, action that would be considered medical intervention. Therefore, this event meets the criteria for reportability. The lot number was provided for evaluation (three were indicated as the doctor did not know which was used: 0804092, 080218, 070222), though results are not available as of this report. Evaluation results will be submitted as they become available.